Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A 6.0 x 200 mm 200cm ranger drug coating balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 180 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.